Manufacturer narrative:
The failure investigation has been completed and the alleged battery-not charging issue was verified; however, based on the analysis, the alleged quick bolus button issue could not be verified.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the wake button was sticking. Customer's blood glucose level was 134 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.